Event description:
This lead was implanted on (B)(6) 2004 and was capped on (B)(6) 2013 due to pacing not delivered when required. The physician was dr. (B)(6) at (B)(6) medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).